Manufacturer narrative:
(B) (4).

Event description:
The patient experienced slight baclofen underdose over the course of a long time span. The patient was seen in clinic. Pump interrogation revealed a series of motor stalls and recovery occurring daily from at least (B) (6) 2010. The hcp planned on replacing the pump as soon as possible. The patient was treated with oral medication. There was no patient injury associated with the event. The hcp confirmed that the patient did not have a magnetic resonance imaging or other medical treatments which would have interfered with the pump. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.